Event description:
It was reported that a dialyzer leak occurred while priming an optiflux f250nre dialyzer for hemodialysis (hd) treatment. There were no alarms from the machine. The leak occurred before the start of treatment, and thus there was no patient involvement associated with the event. However, the leak resulted in a delayed treatment start. The leak was coming from the seal of the header cap to the body of the dialyzer. There was no physical damage visible on the device, and the dialyzer had not been dropped prior to use. No photos of the dialyzer were available for review. The sample was reported to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.